Manufacturer narrative:
Failure analysis noted the insulin pump alarmed button error and had intermittent button response noted due to corroded keypad traces. There was no moisture damage on motor assembly or electronic assembly noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and she was unable to clear the alarm. The customer's blood glucose reading was unknown. He stated the insulin pump was exposed to moisture, after many showers. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.